Manufacturer narrative:
Correction provided in h.6. Additional information provided in d.9., h.3., h.6., and h.10. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag. The returned sample was visually inspected and found to be non-conforming with the needle assembly pulled out of the probe assembly and the nose of the shell is cracked. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirmed that the sleeve of the cutter came off. The root cause for the loose needle assembly is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. Unrelated to the reported event, the evaluation indicated the shell was cracked. How and when the shell became cracked cannot be determined from the evaluation performed. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An internal investigation was completed and improvements to the adhesive bond have been identified. A photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of the needle assembly detachment. No additional action has been taken by the manufacturing site since the exact cause of the cracked shell cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a sleeve at the root of a cutter came off during a procedure. There was no patient harm. The procedure was completed after replacing the product with another one.